Event description:
The generator was received for analysis. Analysis of the generator was completed on (B)(6) 2014. An end-of-service warning message was observed in the pa lab and found to be associated with the output being disabled by the pulse generator. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during prophylactic generator replacement surgery a preoperative diagnostic test resulted in high impedance (7,500 ohms). It was reported that 6 weeks prior the impedance was approximately 2,000 ohms. A new generator was connected to the existing lead and diagnostics were (>10,000 ohms). Repeat diagnostics resulted in >10,000 ohms. The lead was not explanted. The surgeon indicated that the generator was programmed on following the surgery. X-rays have not been performed to date; however, it was reported that they will be done when the patient is seen for follow-up. The surgeon was unaware of any manipulation or trauma that may have caused or contributed to the high impedance, but reported that he will follow-up with patient. Surgery is likely, but has not occurred to date. Attempts to have the explanted generator returned for analysis have been unsuccessful to date. Attempts to obtain additional information have been unsuccessful to date.